Event description:
Additional information indicates that the device was sent back. After placing the second pump, the intervention to lm/lad was successfully performed and impella was weaned and removed in the cath lab.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 83 year old male with coronary artery disease undergoing high risk percutaneous coronary intervention required temporary circulatory support with impella cp. His baseline left ventricular ejection fraction was 55 percent, and he was clinically stable on low flow respiratory support prior to device consideration. Right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation prior to intervention of the left main, left anterior descending, and right coronary arteries. During device delivery, the impella cannula repeatedly kinked while attempting to cross the aortic valve, resulting in only partial advancement into the left ventricle. The care team attempted to deliver the catheter using an alternative guidewire (a v 18 wire), but the same issue occurred. When the physician attempted to activate the pump to help bring the catheter into position, the device generated suction alarms, consistent with improper inlet positioning. Multiple repositioning attempts were unsuccessful, and safe advancement could not be achieved. The clinical team therefore elected to remove the device and replace it with a new impella cp pump. Device removal and replacement were completed in the procedural area, and the case proceeded without further incident. The patient remained hemodynamically stable after device exchange and survived to explant. The delivery issue and related outcomes are conservatively associated with impella support by timing, occurring during attempts to place the device for high risk percutaneous coronary intervention. Kinking of the catheter and inability to advance the device across the aortic valve are known potential challenges related to patient anatomy, valve characteristics, and procedural technique, and may lead to suction alarms or incomplete positioning. Based on the available clinical information, the underlying anatomic and procedural factors were the most likely contributors to the delivery failure and the need to replace the impella cp pump, rather than device related causes. The patient remained stable following pump exchange.